Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a f/u up report.

Event description:
It was reported that the pt was explanted upon request of her parents on (B)(6) 2011 and reimplanted with another MFR device. The implant was working normally. Currently no further info is available, except of that, the parents want to keep the explant. Therefore, if may not be available for investigation.